Event description:
It was reported that while inserting the intra-aortic balloon (iab), blood had leaked before the iab reached its proper placement. This issue occurred again on three additional iabs. The customer ultimately used another manufacturer's iab to provide therapy. There was no patient harm or adverse event reported. This report is for the third iab used in this event. Separate reports have been submitted for the first iab under mfg report number 2248146-2024-00254 and for the second iab under mfg report number 2248146-2024-00255. A separate report for the fourth iab was submitted under mfg report number 2248146-2024-00257.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. A video was provided and reviewed. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that while inserting the intra-aortic balloon (iab), blood had leaked before the iab reached its proper placement. This issue occurred again on three additional iabs. The customer ultimately used another manufacturer's iab to provide therapy. There was no patient harm or adverse event reported. This report is for the third iab used in this event. Separate reports have been submitted for the first iab under mfg report number 2248146-2024-00254 and for the second iab under mfg report number 2248146-2024-00255. A separate report will be submitted for the remaining iab involved in this event.

Manufacturer narrative:
Occupation: rn, mba, bsn, nurse manager event site name: university hospitals (B)(6) medical center the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).